Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the lens optic tore. The lens was removed with no pt injury, no enlarged incision or sutures. The backup lens was implanted. This is one of two lenses used on this pt - see MFR. Report # 2023826-2010-00942.

Manufacturer narrative:
(B)(4).